Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain / lower abdominal pain / pain"), pelvic pain ("pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), rectal haemorrhage ("rectal bleeding") and haemorrhagic ovarian cyst ("hemorrhagic corpus luteum cyst") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for acute brochitis: antibiotics in 2006; for anxiety: xanax in 2005. Concurrent conditions included loop electrosurgical excision procedure, endometrioma (endometrioma on the right.), discomfort, hypertension, smoker (almost 35 years old and a smoker) and mass. Concomitant products included obetrol (adderall) since (B)(6) 2011 for attention impaired, antibiotics since (B)(6) 2012 for breast infection as well as cyclobenzaprine, estradiol, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009, oxycodone and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and feeling abnormal ("brain fog"). On (B)(6) 2013, the patient experienced pelvic haematoma ("reproductive system disorder or condition; pelvic hematoma,"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), haemorrhagic ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge"), leukocytosis ("blood or heart disorder/condition: leukocytosis"), polycythaemia ("polycythemia"), constipation ("gastrointestinal or digestive condition: unspecified constipation"), menopausal symptoms ("hormonal changes: menopause"), adnexa uteri cyst ("adnexal cyst / paratubal cyst"), pelvic adhesions ("pelvic adhesive disease"), the first episode of ovarian cyst ("left ovarian cyst"), the second episode of ovarian cyst ("cystic follicles") and cervical dysplasia ("moderate dysplasia of cervix"). The patient was treated with surgery (vaginal hysterectomy (B)(6) 2012 and laparoscopic bilateral salpingectomy and oophorectomy (B)(6) 2013), surgery (vaginal hysterectomy (B)(6) 2012 and laparoscopic bilateral salpingectomy and oophorectomy (B)(6) 2013) and surgery (endometrial ablation (B)(6) 2011, vaginal full hysterectomy (B)(6) 2012). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the abdominal pain lower had resolved. At the time of the report, the pelvic pain, menorrhagia, rectal haemorrhage, haemorrhagic ovarian cyst, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge, vaginal haemorrhage, leukocytosis, polycythaemia, dyspareunia, constipation, feeling abnormal, menopausal symptoms, pelvic haematoma, adnexa uteri cyst, pelvic adhesions, the last episode of ovarian cyst and cervical dysplasia outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, back pain, cervical dysplasia, constipation, dysmenorrhoea, dyspareunia, feeling abnormal, haemorrhagic ovarian cyst, leukocytosis, menopausal symptoms, menorrhagia, migraine, pelvic adhesions, pelvic haematoma, pelvic pain, polycythaemia, rectal haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. The reporter commented: beginning sometime around (B)(6) 2010, plaintiff sought medical treatment. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal sterilization. On or about (B)(6) 2010, plaintiff had an hsg test performed surgical pathology report uterus, laparoscopic assisted vaginal hysterectomy:benign cervix. Necrotic and hemorrhagic endometrium, status post ablation. Surgical pathology report ovary and fallopian tube, right: hemorrhagic corpus luteum cyst. Cystic follicles, paratubal cyst. Ovary and fallopian tube, left: cystic follicles unremarkable myometrium. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter added. Patient demographics and concomitant drug were added. Essure indication updated. New event pain was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain / lower abdominal pain / pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), rectal haemorrhage ("rectal bleeding") and haemorrhagic ovarian cyst ("hemorrhagic corpus luteum cyst") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for acute brochitis: antibiotics in 2006; for anxiety: xanax in 2005. Concurrent conditions included loop electrosurgical excision procedure, endometrioma (endometrioma on the right.), discomfort, hypertension, smoker (almost 35 years old and a smoker) and mass. Concomitant products included obetrol (adderall) since (B)(6) 2011 for attention impaired, antibiotics since (B)(6) 2012 for breast infection as well as cyclobenzaprine, estradiol, oxycodone and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and feeling abnormal ("brain fog"). On (B)(6) 2013, the patient experienced pelvic haematoma ("reproductive system disorder or condition; pelvic hematoma,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), vaginal discharge ("irregular vaginal discharge"), leukocytosis ("blood or heart disorder/condition: leukocytosis"), polycythaemia ("polycythemia"), constipation ("gastrointestinal or digestive condition: unspecified constipation"), rectal haemorrhage (seriousness criterion medically significant), menopause ("hormonal changes: menopause"), adnexa uteri cyst ("adnexal cyst / paratubal cyst"), pelvic adhesions ("pelvic adhesive disease"), the first episode of ovarian cyst ("left ovarian cyst"), haemorrhagic ovarian cyst (seriousness criterion medically significant), the second episode of ovarian cyst ("cystic follicles") and cervical dysplasia ("moderate dysplasia of cervix"). The patient was treated with surgery (vaginal hysterectomy (B)(6) 2012 and laparoscopic bilateral salpingectomy and oophorectomy (B)(6) 2013 and endometrial ablation (B)(6) 2011). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the abdominal pain lower had resolved. At the time of the report, the menorrhagia, dysmenorrhoea, back pain, migraine, alopecia, vaginal discharge, vaginal haemorrhage, leukocytosis, polycythaemia, dyspareunia, constipation, rectal haemorrhage, feeling abnormal, menopause, pelvic haematoma, adnexa uteri cyst, pelvic adhesions, haemorrhagic ovarian cyst, the last episode of ovarian cyst and cervical dysplasia outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, back pain, cervical dysplasia, constipation, dysmenorrhoea, dyspareunia, feeling abnormal, haemorrhagic ovarian cyst, leukocytosis, menopause, menorrhagia, migraine, pelvic adhesions, pelvic haematoma, polycythaemia, rectal haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. The reporter commented: beginning sometime around (B)(6) 2010, plaintiff sought medical treatment. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal sterilization. On or about (B)(6) 2010, plaintiff had an hsg test performed surgical pathology report uterus, laparoscopic assisted vaginal hysterectomy:benign cervix. Necrotic and hemorrhagic endometrium, status post ablation. Surgical pathology report ovary and fallopian tube, right: hemorrhagic corpus luteum cyst. Cystic follicles, paratubal cyst. Ovary and fallopian tube, left: cystic follicles unremarkable myometrium. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received: patient demographic, relevant information, lab data and new events abnormal bleeding (vaginal, menorrhagia), leukocytosis, polycythemia, dyspareunia, unspecified constipation, rectal bleeding, hair loss, hormonal changes; brain fog, menopause, pain, reproductive system disorder or condition; pelvic hematoma, adnexal cyst, pelvic adhesive disease, left ovarian cyst , left ovarian cyst, hemorrhagic corpus luteum cyst, cystic follicles, paratubal cyst , vaginal discharge, other; moderate dysplasia of cervix and other; moderate dysplasia of cervix were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (a total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime around (B)(6) 2010, plaintiff sought medical treatment. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results: on or about (B)(6) 2010, plaintiff had an hsg test performed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.